Event description:
Description of the reported complaint: on (B)(6) 2010, the pt underwent a revision procedure on her left foot with implantation of a 12 mm evans bone wedge xenograft. On (B)(6) 2010, the pt underwent an I&d procedure due to an abscess. At first, the pt progressed moderately, then failed 6 - 12 months post-operatively. It was reported that the pt experienced swelling and pain without suspicion of infection. Revision surgery was performed at an unk date.

Manufacturer narrative:
Investigation: according to the mfg records the graft was mfg to spec. The graft underwent two validated sterilization methods; (B)(4) prior to release. No deviations were noted during the records re-review for lot#: 1-091022. To date, rti has mfg (B)(4) xenografts from this lot with no related complaints. Results of investigation: many factors may lead to non-union. Examples include decreased blood supply, weight, infection, poor glycemic control, noncompliance with therapy, medications (eg steroids), adjunct hardware/implants, the physician location of the surgical site, or a prolonged inflammatory response. Conclusion: grafts associated with lot#: 1-091022 passed all rti release criteria prior to distribution. To date, the results of our investigation have not identified an agent or event intrinsic to the graft material or processing methodology that would contribute to the type of experience reported in this complaint.